Event description:
It was reported while impacting the cup implant, the tip of the instrument fractured. The inserter and cup were removed from the patient and a new cup impactor was opened to insert the cup. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined for the inserter tip fracture; however, it was noted that the inserter used with the g7 cup is not a compatible combination. Per the g7 surgical technique, the appropriate handle should be either the straight monoblock acetabular shell inserter item, or the curved acetabular shell inserter item. It's unknown if this caused or contributed to the inserter fracture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.